Event description:
It was reported that the device would not power on with dc power. There were no reports of patient use associated with this event.

Manufacturer narrative:
The service representative evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The root cause of the reported problem was not determined. The device was returned to the customer for use.